Manufacturer narrative:
Other applicable components are: product ID: 977c165. Serial# (B)(4). Implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient couldn't turn down the ins, only turn it off. The rep reported that the patient was getting overstimulation and was in the hospital. The rep reported that the patient had a fall that could be related to the issue. No actions/interventions were taken at the time of the report. The issue was not resolved. No further complications were reported.